Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe needle was blocked and wouldn't allow medication through during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "reason: infusion of a drug that is impossible to pass to the syringe pump with a 30cc bd plastipak syringe and tubing for syringe pump immediately puts itself in occlusion despite positive blood venous return from my peripheral venous line and a good continuous infusion rate on agilia pump and ivd. Proven consequences : the procedure time has been extended, necessity to change the material as well as the medication."

Manufacturer narrative:
H6: investigation summary: one used sample was returned to our quality team for investigation. The product was visually inspected, no damage or molding defect was observed that could have contributed to the reported issue. A device history review was performed for reported lot 2005292, no deviations or non-conformances related to this issue were identified during the manufacturing process. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. Testing results were reviewed for lot 2005292 and all results were found to be within required limits. Ten retained samples of lot 2005292 were used for additional evaluation. The product was visually inspected, no damaged or molding defects were observed and silicone content and breakout force testing verified product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe needle was blocked and wouldn't allow medication through during the infusion. The following information was provided by the initial reporter, translated from french to english: "reason: infusion of a drug that is impossible to pass to the syringe pump with a 30cc bd plastipak syringe and tubing for syringe pump immediately puts itself in occlusion despite positive blood venous return from my peripheral venous line and a good continuous infusion rate on agilia pump and ivd. Proven consequences : the procedure time has been extended, necessity to change the material as well as the medication."